Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been priming the tubing before he inserts the reservoir but the pump is pushing out insulin after the infusion set change. Customer stated that there is a crack next to the battery chamber of the pump and pieces are missing. Customer was advised that he can let the pump prime the tubing. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked reservoir tube, cracked belt clip slot and minor scratched display window.